Event description:
Patient stated some of the syringes are dull and bend when inject insulin into stomach, also difficult to go through the rubber stopper of insulin, needle bends not all the syringes in the box of 90 are dull. Per patient some are sharp mixed with dull syr/needles. Each individual wrapped per patient.